Event description:
The manufacturer received information alleging a ventilator "shut down" while in use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation a ventilator "shut down" while in use. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's system board was replaced to address the issue.